Manufacturer narrative:
The lot was manufactured from november 10, 2021 - november 11, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets were leaking from port 2. After the first issue occurred, they changed the valve set and had the same issue. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. Unaided visual inspection of the first sample did not identify any abnormalities that could have contributed to the reported condition. Unaided visual inspection was performed on the second sample and observed the silicone tubing was detached/missing from the valve body out port of sample (1) only. Functional system level testing was performed on both samples and revealed a leak on the second sample only. The reported condition was not verified in the first sample; however, the reported condition was verified in the second sample. The cause of the condition was determined to be a manufacturing issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted. Visual inspection was performed and observed a silicone tubing detached/missing from the valve body outlet port on 1 sample.